Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 11 inches. Device is an instrument and is not implanted or explanted. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: june 29, 2007. A material record report (mrr) was generated during the production of part 03.010.042 / lot ur77424 for: "logo faded and inconsistent," specification "etch clarity," and "go is ¿difficult and tight" for specification of feature 11 hex go nogo gt15706." Each of the devices in the lot were designated as conforming due to an inspection error. The etch clarity has no bearing on the function of the device and, therefore, could not have contributed to the complaint condition. Feature 11 is the inner hex diameter of the connecting screw. The inner diameter of the connecting screw does not interface with any of the aiming devices and, therefore, could not have contributed to this complaint. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a failed ankle fusion due to a non-synthes device/construct. During the revision procedure, the nail targeting arm for the proximal screws missed the nails and the surgeon had to free-hand to get the nails to go through. There was a resulting ten (10) minute surgical delay. Intraoperative x-rays were taken due to the malfunction of the instrument(s). No fragments were generated. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
The returned instruments were reconstructed together in an attempt to create the complaint condition, but the complaint condition could not be recreated. Alignment of the aiming arm with the insertion handle was achieved when attempting to recreate the complaint condition, but during the subject procedure other variables could have contributed to the proximal screws missing the nail. Since only the aiming arm, insertion handle, driving cap and cannulated connecting screw was returned, it is not possible to determine if the other parts which interacted with both devices during the complaint contributed to the proximal screws missing the nail. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking and contributed to the complaint condition. Due to the tight tolerances and design, the construct(s) is susceptible to lateral forces during the surgery that are unable to be replicated. It is likely that soft tissue distractions forces are the cause of this complaint condition. All parts received were in good condition with some minor wear and tear on the devices. It was reported that: ¿the parts did not function as a unit, and that is why all parts were included¿. Per the technique guide the driving cap and the cannulated connecting screw is not required during proximal locking phase of the procedure and if it was used during the proximal locking phase of the procedure it may have added additional weight to the insertion handle and may have contributed to the complaint condition. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part(s) was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.